Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had low blood glucose due to being active. Customer's blood glucose was 48 mg/dl. Low blood glucose was treated with juice. Caller declined troubleshooting for low blood glucose.